Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a ureteroscopy performed on (B)(6) 2014. According to the complainant, during the procedure, as the navigator hd sheath was pulled out, it tore the ureteral mucosa. A bsc stent was placed to allow the injury to heal. The procedure was completed with this device. Attempts to obtain additional patient information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.